Manufacturer narrative:
The customer has opted to not return the unit in for eval. If add'l info is made available, a supplemental report will be submitted.

Event description:
Nellcor puritan bennett received a report from the customer that, the unit provided a high reading of spo2. There was no pt harm reported.